Event description:
The patients triathlon tibial baseplate became loose and it was revised to a universal baseplate with distal augments and a press fit distal stem.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The exact cause of the reported baseplate loosening could not be determined with the limited information provided. Further information is needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
The patients triathlon tibial baseplate became loose and it was revised to a universal baseplate with distal augments and a press fit distal stem.